Manufacturer narrative:
Event year reported as 2019; exact date of postoperative blade migration is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported the patient reported pain on (B)(6) 2019. An x-ray taken on the same day ((B)(6) 2019) revealed that the tfna blade had backed out. Initially, the patient underwent an open reduction internal fixation with trochanteric fixation nail advanced system for a femoral subtrochanteric fracture on (B)(6) 2019. During the implantation of the tfna, the surgeon completely tightened the locking mechanism of the reported nail with a flexible screwdriver. Then the surgeon rotated the screwdriver by 90 degrees to the opposite direction. When the surgeon inserted an end cap into the nail, it was confirmed that the locking mechanism had been properly tightened. It is unknown if there was a plan for revision surgery. The surgeon commented on four things. First, that the amount of back out of the blade had exceeded the acceptable level. Second, the patient¿s bone quality was very bad. Third, back-out of the blade might have been caused by osteoporosis. Fourth, the reason why the locking mechanism did not function is unknown. Concomitant device reported: unknown end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown screwdriver (part # unknown, lot # unknown, quantity unknown). This report is for one (1) tfna helical blade 90mm sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.038.290s; lot: h623151; part manufacturing date: may 16, 2018; manufacturing site: elmira; part expiration date: may 01, 2028; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h623151 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h463276 met all specifications with no issues documented that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: end cap (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown).